Event description:
A 66-year-old male patient with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2024. During review of an available medical record, received by novocure on (B)(6) 2024, it was discovered that during a radiation oncology follow up visit on (B)(6) 2024, the patient experienced a significant reaction to optune gio array adhesive described as dermatitis and pruritus. The patient was treated acutely with an intramuscular dexamethasone injection and prescribed a methylprednisolone dose pack and clobetasol cream to apply to the scalp prior to array placement. Optune gio therapy was temporarily discontinued and then resumed. The prescribing physician was contacted for further details without reply.

Manufacturer narrative:
Novocure medical opinion is that the contribution of the array placement to the dermatitis cannot be ruled out. Dermatitis is an expected event with optune gio device use (ef-11 0% and 2% ef-14 optune arm).

Manufacturer narrative:
On september 11, 2024, novocure received additional information from the healthcare provider (hcp), that confirmed the patient experienced a severe skin reaction related to the optune gio array adhesive described as dermatitis and ulceration with no superimposed infection. Treatment included a methylprednisolone dose pack. The hcp assessed the event as related to optune gio therapy. Reportedly, the patient discontinued optune gio therapy due to tumor progression.